Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg; (B)(6) 2016, product ID: 3058 interstim urinary mgu ipg; implanted: (B)(6) 2019, product ID: 3889-33 interstim urinary mgu lead; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high undefined threshold. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.